Event description:
It was reported that the device would ot power on. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio is in the process of investigation the problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.